Event description:
Patient had received tissue expanders approximately three months ago as part of her delayed reconstruction following loss of both breasts due to cancer. Patient was undergoing serial expansions. Patient noted sudden deflation of her left breast tissue expander without any related trauma. Patient returned to surgery for removal of ruptured expander and replacement.